Event description:
Literature: thobois s, ardouin c, lhommee e, et al. Non-motor dopamine withdrawal syndrome after surgery for parkinson's disease: predictors and underlying mesolimbic denervation. Brain. Apr 2010;133(pt4):1111-1127. Summary: this study looks at the occurrence of apathy and associated symptoms, predictors and mechanisms in the year following subthalamic nucleus deep brain stimulation (dbs) in 63 patients with parkinson's disease implanted at two centers. The researchers obtained detailed preoperative motor, cognitive and neurophysiological evaluations. Postoperatively, dopamine agonist drugs were discontinued immediately and levodopa was decreased by 82% within two weeks following the surgery. Adjustment of stimulation parameters were performed during the first two weeks following surgery. Apathy and depression were assessed monthly for 12 months using the starkstein apathy scale and the beck depression inventory. Dopamine agonists were reintroduced if the patient developed apathy or depression. Twelve of the patients who developed apathy and a control group of 13 patients who did not undergo positron emission tomography scanning before and after oral intake of methylphenidate to compare dopaminergic denervation between the two groups. Reportable events: one patient developed an infection that required removal of the device system still effective after 12 months. This patient had developed transient depression progressively after implantation of the dbs system and attempted suicide after the system was explanted. The depression lasted no greater than four months. One patient developed an infection that required temporary removal of subcutaneous components. One patient had a lead migration that required surgical intervention. One patient had a lead fracture that required surgical intervention. One patient experienced transient akinetic crisis complicated by aspiration pneumonia and cardiorespiratory arrest requiring reanimation. One patient experienced transient psychosis due to contusion along the trajectory of the electrodes as confirmed by MRI. One patient experienced transient somnolence due to contusion along the trajectory of the electrodes as confirmed by MRI. One patient experienced transient stereotypies due to contusion along the trajectory of the electrodes as confirmed by MRI. One patient experienced transient confusion due to contusion along the trajectory of the electrodes as confirmed by MRI.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided in section a is the average for all the patients. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.